Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed, mildly tortuous, and mildly calcified de novo lesion in the mid left anterior descending artery. A 2.5x23mm xience prime stent delivery system (sds) failed to cross due to the anatomy and the shaft broke outside the anatomy. Resistance removing the device was felt and force was applied. The sds was removed and the procedure was successfully completed with balloon angioplasty and the patient is stable. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning. The device was not returned for analysis. Resistance was felt during removal of device and force was applied causing the reported shaft break. The xience prime everolimus eluting coronary stent system instructions for use states: during withdrawal applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the 80% stenosed, mildly tortuous, mildly calcified lesion causing the reported failure to advance. The device was removed against resistance due to the difficult anatomy and force was applied (against instructions for use) causing the reported proximal shaft break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received stating that the shaft broke after the difficulty to remove the stent delivery system was felt. No additional information was provided.